Event description:
The patient presented with severe cardiac failure and a follow-up echocardiogram revealed aortic regurgitation between the non-coronary and right-coronary cusps. The valve was explanted and replaced with a 19 mm bioprosthesis from another manufacturer. During the explant procedure, a cusp was observed to be torn off along the sewing cuff. Immediately following surgery, the patient was on an intra-aortic balloon pump. Additional information subsequently indicates the patient is recovering well.

Manufacturer narrative:
The results of this investigation concluded base tears in all cusps, and a thin layer of fibrin on the inflow and outflow surface of cusps 1 and 3. Special stains were negative for organisms, and no significant calcifications were present. There was no evidence found to suggest the cause of the fibrin formation and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the fibrin and tears remains unknown.

Manufacturer narrative:
(B)(4).